Event description:
The customer reported the system displayed an error code message thus disabling all table movements. No report of patient or staff injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The longitudinal spindle unit was replaced. The system was then found to be operating as intended.